Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. No product returned as it is in-situ.

Event description:
Information was received that alleged that the stryde nail's distal screw was backing out and the nail had sub-optimum lengthening. As per reporter, patient claims to be non-weight bearing and is using the erc per surgeon prescription.